Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effects referenced in b5 are captured under a separate medwatch report. Literature attachment: article titled, 'vascular access site complications after transfemoral transcatheter aortic valve implantation: a comparison of open and percutaneous puncture approaches'.

Event description:
This event is from a literature review of transfemoral transcatheter aortic valve implantation (tf-tavi) procedures comparing open and percutaneous puncture (op and pp) methods. It was noted that both approaches had adverse patient effects. Use of the proglide for preplacement and closure resulted in device failure, bleeding, external iliac artery dissection from higher than inguinal ligament puncture sites, stenosis, pseudoaneurysm and hemorrhagic shock leading to death. Treatment included, surgery, transfusion, and manual compression. Tf-tavi for severe aortic valve stenosis can achieve satisfactory results with low rates of mortality and vascular access site complications regardless of puncture technique. Although, analysis noted that op is associated with lower incidence of vascular access site complications than pp, specific risk factors (such as common femoral depth and sheath/common femoral artery diameter at the vascular access site may reduce complications. Preoperative assessment of the access site, using computed tomography angiography, is noted to be useful in preventing vascular access site complications. Specific patient information is documented as unknown. No additional information was provided.

Manufacturer narrative:
Correction h6 - medical device problem code 2993 was removed and code 3190 was added. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of death is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.